Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2007 along with concurrent removal exposed mesh due to pop, pelvic relaxation, sui and extrusion of old suburethral sling mesh.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent open sigmoid colectomy with takedown of colovesical fistula and repair of the left ureteral injury with stent on (B)(6) 2012 due to diverticulitis.

Event description:
It was also reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was implanted. The patient she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to late second-degree rectocele, second-degree enterocele, second-degree vaginal vault prolapsed, intrinsic sphincter deficiency with stress urinary. It was reported that patient underwent mesh revision/removal on (B)(6) 2008 and (B)(6) 2012 . No additional information was provided.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that following insertion the patient experienced gross hematuria, urinary tract infection, and urgency of urination.